Event description:
It was reported that during an implant procedure, the merlin programmer shut down and did not pace when set to perform pacing. The patient's intrinsic heart rate was 20-30 bpm and the EKG suddenly paused for a long time. The physician performed CPR.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Cardiopulmonary resuscitation.